Manufacturer narrative:
The computer was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue could not be confirmed. The returned computer booted normally to the application screen. The ear, nose & throat (ent) application and exams started and ran normally. No messages were observed during testing. No failures were found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that when the system was powered on it displayed "no input detected". The site turned the system off and unplugged it from the wall then turned it back on with it plugged in. No patient was present at the time of the event.

Manufacturer narrative:
A manufacture representative went to the site to test the navigation system and confirmed the computer was displaying "no input detected". The central processing unit (cpu) was replaced and the issue was resolved. A system checkout was performed and the system was working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that when the system was powered on it displayed "no input detected". The site turned the system off and unplugged it from the wall then turned it back on with it plugged in. No patient was present at the time of the event.